Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. Additional information was received that the patient was hospitalized for two days for reported syncope and irregular heart rate. The patient stated they observed on their home monitor a variable heart rate ranging from 25-100 beats per minute. Additionally, the patient reported feeling dizzy. The patient also reported that during their hospital stay, they experienced ventricular tachycardia (vt) and couplets. Technical services (ts) was consulted and referred the patient to their clinician. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not working right. To date, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was not working right. To date, the device remains in service. No adverse patient effects were reported.